Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged shornessof breath.there was no report of patients serious or permanent harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath related to a CPAP device's sound abatement foam. Section b5 has been corrected and should be reported as: the manufacturer received information alleging shortness of breath, weight gain, device is noisy, device / powercord or supply caught in fire related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.            Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 corrected and updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath, weight gain, device is noisy, device / powercord or supply caught in fire that are related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed the dust-like contamination on the ui (user interface) panel, the top enclosure, the air inlet, the accessory module slot, the rear panel, the iso (international organization of standardization) port, the bottom enclosure, the blower box cap, the blower motor, the blower outlet seal, the blower sk isolators, and the blower box. Unknown yellow residue on the ui panel, the top enclosure, the air inlet, the bottom enclosure, the top enclosure, and the ui panel. Hair-like fibers on the top enclosure and the bottom enclosure. Mark of unknown brown residue on the ui panel knob. Black particle contamination, inconsistent with degraded sound abatement foam, on the accessory module slot and the bottom enclosure. Unknown white contamination on a non-skid pad of the bottom enclosure. Unknown brown residue on the bottom enclosure. An unknown brown particle contaminant on the ui panel. White particle contamination on all the blower box and the blower box cap. This contamination does smear. Insects were found on the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found one error code. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.